Event description:
It was reported that after the first deployment attempt of a transcatheter valve, the valve was recaptured and an infold was observed at an implant depth of 3 millimeters (mm). Subsequently, the valve was re-deployed; however, due to the implant depth being too shallow, the valve was recaptured a 2nd time. A second valve was loaded into a new delivery catheter system (dcs) and used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: d-evolutfx-34, (lot: 0012500118); product type: 0195-heart valves; implant date: na; explant date: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the first deployment attempt of a transcatheter valve, the valve was recaptured and an infold was observed at an implant depth of 3 millimeters (mm). Subsequently, the valve was re-deployed; however, due to the implant depth being too shallow, the valve was recaptured a 2nd time. A second valve was loaded into a new delivery catheter system (dcs) and used to complete the procedure. No patient complications have been reported as a result of this event. Additional information was received that the infold was identified visually and with fluoroscopy. A procedural delay occurred as a result of the infold.

Manufacturer narrative:
Updated: a1, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.